Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 135x50cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications. It was further reported that the leak occurred during treatment in the ICU, and that the leak was exclusively from the drug connector. The ekos device was exchanged to complete the procedure.

Manufacturer narrative:
Device analysis: microscopic visual inspection of the infusion catheter (ic) showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug port and coolant luers, where the cracking was present. The reported event of leaking was confirmed from the drug and coolant ports. Additionally, it was found that the device had cracks in the coolant and drug port luers.

Manufacturer narrative:
Amended fields: impact codes, evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 135x50cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications. It was further reported that the leak occurred during treatment in the ICU, and that the leak was exclusively from the drug connector. The ekos device was exchanged to complete the procedure.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 135x50cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications.